Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2004. Subsequently, a revision was performed on (B)(6) 2014 due to loosening of the tibial stem caused by poor bone quality. During the procedure, a delay of one hour occurred when it was discovered that the patient had different components implanted than the surgeon planned for. All components were removed and replaced with competitor products.